Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m55, implantable tachy lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that an infection occurred and a question related to device sterility was received. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.